Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the front two sensing electrodes. Patient reported one open wound, and one wound that has scabbed over. Patient reported having a nickel allergy. There is no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.